Manufacturer narrative:
Terumo has received the device for evaluation. The investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
It was reported to terumo cardiovascular that just prior to cardiopulmonary bypass, the fx oxygenator had a leak from the arterial sampling port that is attached to the arterial outlet. No patient involvement as this occurred during pre-cardiopulmonary bypass. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: conclusions: unable to confirm complaint. The returned sample was visually inspected, during which no anomalies were noted. A review of the device history record revealed no manufacturing anomalies. The sample was then filled with water and pressurized to 600mmhg for a period of time, and then further pressurized to 1000mmhg. The line was found to not leak from the pigtail line, or any other component. The pressure at which the sample was tested was at a higher pressure than typically seen during a clinical case; therefore, the sample should have leaked at these challenging pressures, if a leak had previously occurred. The reported event was not able to be replicated and a definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.